Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficulty to deploy the clip) resulting in migration (partial clip movement) could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to deploy and partial clip movement. It was reported the mitraclip procedure was performed to treat grade 3-4 degenerative mitral regurgitation (mr). The clip delivery system was advanced to the mitral valve and was placed without issue, lateral on a2/p2. However, after performing the deployment steps, the clip did not release from the delivery catheter shaft. Trouble shooting was performed and after removing some m-knob, the clip eventually released and deployed. The clip remained on both leaflets but partial clip movement was observed, and more mr was visible. An additional clip was implanted lateral to the first clip, stabilizing the first clip. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.